Event description:
It was reported that the cannulated drill fractured during use. The surgeon stated that the bone was very stiff. No fragments were left in the wound.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.